Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: a review of the pump black box showed one pump reboot occurred. A visual inspection of the pump revealed the battery compartment was cracked. There was no evidence of moisture contamination inside the battery compartment. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The pump powered on and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was opened and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of no power was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.